Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Minor scratched lcd window, cracked display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip, reservoir tube cracked, missing end cap sticker, missing 0-ringreservoir tube.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a crack where the reservoir compartment is cracked. The insulin pump will be replaced. Nothing further reported.